Event description:
Subsequent to the initial medwatch filed, additional reported information received indicates that the cause of death was likely cardiac arrest. The graftmaster stent system not being able to cross to treat the perforation may have contributed to the patient death. No autopsy was performed; therefore, a definitive answer is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery with heavy calcification a non-abbott rotablation device was being used and a perforation occurred. A 2.8x16 mm rx graftmaster stent system was advanced in an attempt to treat the perforation; however, the stent system could not cross the appropriate lesion. Reportedly, the patient was very disruptive and uncontrollable on the cath lab table so another attempt to treat the perforation with more devices did not occur. A transthoracic echocardiogram was performed and there was no bleeding noted. The patient was taken to the cardiac care unit and 3 hours later the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.